Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed due to a faulty scope socket. In addition, device evaluation found dust inside the equipment, and a foggy lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel leds were blinking and a e300 light guide connection error on the monitor. The issue was found during maintenance. There was no patient involvement.